Manufacturer narrative:
Device was used for treatment, not diagnosis. Park, s., et al (2016). Long-term outcomes following lumbar total disc replacement using prodisc-ii. Spine outcomes, volume 41, number 11, pp. 971-977. This report is for an unknown prodisc ii device (superior endplate), unknown quantity, unknown lot. Product code: mjo. UDI #: unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: park, s., et al (2016). Long-term outcomes following lumbar total disc replacement using prodisc-ii. Spine outcomes, volume 41, number 11, pp. 971-977. South korea. The purpose of the study was to evaluate the long-term clinical and radiographic outcomes and to investigate who achieved the successful outcomes after lumbar total disc replacement (tdr) using prodisc ii. The study was completed between march 2002 and february 2007 and consisted of 54 patients (36 females, 18 males) with a mean age of 44.1 years (range, 23-59). The following complications were reported: one patient required revision surgery due to degenerative spondylolisthesis. This is report 1 of 9 for (B)(4). This report is for an unknown prodisc ii device (superior endplate).